Event description:
On 04/17/2000, the facility's inventory mgr informed the MFR's rep of the following: rep received an empty device package from or stock control that had the following written on it: "the introducer pulled apart twice in two (2) places." When asked for a more detailed description, rep stated this was all the info provided. Rep also stated the introducer in question was discarded, all rep had was an empty box. The MFR's rep informed user facility rep that since no product will be returned, the MFR's investigation of the event would be limited to a trend analysis and review of the device history record. No further details were provided.